Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that an out of regulation (oor) message was seen on the patient programmer. The patient stated they began having neuropathy in their feet again at the same time, and the therapy was no longer effective in their feet. This was said to have occurred around christmas 2016. They met with a manufacturer representative (rep) on (B)(6) 2017 who attempted to check the system and reprogrammed them for an hour. It was reported that the rep determined ¿two leads were burned out at the bottom,¿ and reprogramming could not target the right area. It was noted that the healthcare professional was aware of the event. The oor has continued to appear and the patient still has the neuropathy. No falls or trauma were reported to be related to the issue. Additional information received from a consumer reported that the patient was still waiting to see their doctor. The patient was in pain and their stimulation didn¿t seem to be working, even in their lower back. The patient noted they spoke with a manufacturer representative on the phone who said the patient might need a new controller. Additional information was received stating that the manufacturer's representative had no recollection of meeting with the patient. No further complications were reported.